Event description:
It was reported to boston scientific corporation that an autotome rx was used during an endoscopic sphincterotomy (est) procedure. According to the complainant, the cutting wire would not bow. Reportedly, no visible damage was noticed to the device. The procedure was completed with another autotome rx device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly good. This event has been deemed a reportable event based on the investigation results; working length melted.

Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over 18 years old. The investigation results of working length melted. A visual examination of the returned device found that the exposed cutting wire appeared to have melted/ split the extrusion at the distal pierce hole. Additionally, the exposed cut wire appeared blackened/burnt from use. Analyzing the cutting wire and extrusion at distal pierce hole, it appears that the activated cut wire melted/ split the extrusion, elongating the distal pierce hole to approximately 10 mm (proximally from the distal pierce hole. The elongation of the distal pierce hole dimension caused the cut wire anchor to slide proximally from the distal pierce hole and altered the exposed cutting wire length to become shorter. A functional evaluation found that the device does not meet the bowing specification due to the melted extrusion (elongated distal pierce hole) and the altered exposed cutting wire length. During manufacturing, the sphincterotome devices are 100% inspected and the damage is likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications.